Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No frozen display was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at a reservoir tube window corner.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer initially reported a frozen display but later observed that the time did advance on the screen. The blood glucose reading was 169 mg/dl. The customer stated that she was trying to perform a reservoir change when the insulin pump became stuck on the screen indicating that she was disconnected from the device. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. The customer also mentioned that she reuses reservoirs, against which she was advised, as this was considered off-label use. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.